Manufacturer narrative:
The device history record (DHR) for this manufacturing lot was reviewed and the device met all release criteria and there were no discrepancies or unusual findings that relate to the reported event. The explanted inlay was not returned so physical product investigation could not be performed. Corneal haze and inlay removal are listed in the device labeling as known complications of corneal inlay surgery. (B)(4).

Event description:
The subject was enrolled in the clinical study for ide#(B)(4) and underwent surgery on (B)(6) 2012 with implantation of the investigational corneal inlay. At 9 months, postoperative visit, patient presented with peripheral edge haze and was treated with steroids for 3 months. At 30 months, postoperative visit, corneal haze was central and treated with the same dose of steroids. At 36 months, postoperative visit, corneal haze remained and diagnosed as persistent haze and treated with lotemax until explant. On (B)(6) 2016, the inlay was subsequently explanted 51 months postoperatively. Until 36 months of implantation, the patient did not complain of any issues but as time progressed, patient complained of cloudy vision which immediately improved after removing the inlay. It was also reported that there wasn't too much inflammation when the inlay was removed. Corneal haze did not result in decreased best corrected distance visual acuity (bcdva) which remained unchanged at 20/20 (compared to the baseline).

Manufacturer narrative:
(B)(4). Date esmdr submitted: 03/03/2017.

Event description:
On (B)(6) 2017, three months after the explantation of the inlay, there was mild residual haze in the area where inlay was implanted and patient's best corrected distance visual acuity was 20/20.